Event description:
A report was received that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8336-50 sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.